Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that blood cultures were positive for gram positive rods and the patient was administered IV medication. On (B)(6) 2017, blood cultures were positive for propniobacterium acnes and the patient was administered IV medication. The site of the infection was reported as skin/soft tissue/cellulitis and the pump driveline. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported bacterial driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.